Manufacturer narrative:
Concomitant medical products: product ID 8780, serial#: (B)(4) implanted: (B)(6) 2016, explanted: (B)(6) 2022. Other relevant device(s) are: ubd: 09-may-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and patient via a company representative regarding a patient who was receiving intrathecal gablofen, 2000 mcg/ml at 200 mcg/day via an implantable pump. It was reported that there was an occlusion of tip of the catheter. The patient saw an increase in spasticity and the physician increased the dose which helped with the patient's symptoms. During normal pump replacement, the physician did not get flow and the catheter could not aspirate. The physician decided to replace both the pump and the catheter. When the spinal segment was removed, the top appeared occluded by a substance. The healthcare provider believed there was a potential granuloma at the tip of the catheter. The physician sent the catheter segment to pathology for culture. Environmental factors did not contribute to the issue. The patients medical history includes cerebral palsy and the patients weight was 30kg at the time of the event. The issue was resolved at the time of the report and the patients status was alive with no injury.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; catheter body-torn or broken or melted at or after explant, did not affect infusion; sc connector tear in seal near guide ring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.